Event description:
It was reported that the patient was originally implanted in (B)(6) 2016 with a 5.0 cm cuff, 61-70 prb, pump iz. The patient experienced increased incontinence for several months. The physician saw the patient in the office and performed a scope procedure noting no coaptation of the urethra during activation. No urethral injury was noted . No malfunction to any of the explants was noted but the cuff size was too large. The artificial urinary sphincter was removed. A new artificial urinary sphincter consisting of a 4.0 cuff, pump, and balloon were implanted.